Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Event description:
After an alif surgery, the sales consultant noticed a gap between the aiming guide and the inserter. He pulled off the aiming device to inspect the instrument and discovered it was broken/cracked.

Manufacturer narrative:
Review of the device history record showed that there were no relevant issues that could contribute to this complaint condition. All raw material associated with this product has been reviewed and no issues were identified.

Event description:
This is 1 of 1 devices for this event reported on complaint (B)(4).